Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer (fse). A cause was not identified. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image obtained was "fuzzy." Upon an onsite evaluation of the suspect device, it was determined "b30," communication errors occurred. This report is submitted for the malfunction of b30, communication errors. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the issue occurred due to the worn-out video connector socket. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.